Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The large hem-o-lok clip applier instrument has been returned and evaluated by the failure analysis team. Failure analysis found the primary failure of broken input disk to be related to the customer reported complaint. The instrument was found to have an input disk broken, causing the instrument to not fire/clip as it should. Input disk 7 was not detached from the base of the housing. Common causes of this failure mode are typically attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. The input disk component consists of ultem material insert molded over a steel pin. The insert molding process results in residual stress in the plastic portion of the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument. When placed on the in-house system, the instrument passed recognition and engagement test. The instrument moved intuitively with full range of motion in all directions but did not fire/clip as expected. The complaint of the large hem-o-lok clip applier instrument did not fire was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. An additional observation not reported by site, found the instrument to have dried residue on the clamping pulleys. Common causes of this failure mode are typically attributed to mishandling/misuse such as improper cleaning/reprocessing techniques (insufficient flushing).

Event description:
It was reported that during a da vinci-assisted surgical procedure, that a large hem-o-lok clip applier does not fire. No other information was provided. Intuitive surgical, inc. (Isi) contacted the original reporter but was not able to obtain any additional information.

Manufacturer narrative:
Based on the claim against the product by the customer noting that a large hem-o-lok clip applier instrument does not fire, an investigation is in progress to determine the cause of this reported event. Isi has received the instrument, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: it was reported during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument failed to fire. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.